Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3 of 5. The patient's drained 3864ml. The programmed fill volume is 2000ml.this drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in follow-up emdr.